Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after administering anesthesia to the patient, faradrive was unpacked, and upon unpacking, it was found that the device was contaminated; therefore, a new device of another lot was unpacked, and the procedure was continued and completed. No patient complications have been reported. The product is expected to be returned. It was further reported the foreign material was dirt appeared to be a scraped mark.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after administering anesthesia to the patient, faradrive was unpacked, and upon unpacking, it was found that the device was contaminated; therefore, a new device of another lot was unpacked, and the procedure was continued and completed. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.